Manufacturer narrative:
Trackwise #: (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), even if the heart string body is inserted, it does not expand well and the bleeding does not stop. (Failed to unwrap) even if two are used, it doesn't stop at all, and finally it shifts to on-pump and responds by clamping. The patient was suspected of having an infectious disease and the item itself was disposed of.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device was discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), even if the heart string body is inserted, it does not expand well and the bleeding does not stop. (Failed to unwrap) even if two are used, it doesn't stop at all, and finally it shifts to on-pump and responds by clamping. The patient was suspected of having an infectious disease and the item itself was disposed of.